Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Event description:
Allegedly the patient was revised due to aseptic loosening stem; incorrect sizing head socket mismatch socket (right).